Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Cope wire was inserted into the PICC line to advance catheter. On removal of the wire from the PICC, the wire unraveled. The reporter was unable to specify which lumen. The wire guide was used with a 5fr double lumen PICC with groshong catheter. The device has been returned for evaluation. G5 510(k): preamendment investigation - evaluation: a review of the complaint history, drawings, documentation, manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One cope stainless steel mandril wire guide was returned in the used and damaged condition. A small amount of biomatter is visible in several places along the length of the wire. The coil remains soldered to the mandrel at junction a but it is separated from the tapered tip of the mandrel at junction b. The coil appears to be intact although fully extended, and the mandrel is protruding through the unraveled coil. The junction b end weld remains attached to the unraveled coil, but it is separated from the core mandrel tapered tip. Due to the condition of the returned device, no relevant measurements could be obtained which are applicable to the reported failure. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirement, each wire guide is 100% inspected and verified prior to release. The cope stainless steel mandril wire guides are not normally used in the lumen of the catheter, and the customer testimony indicates that this was how the wire was employed when it unraveled. Based on the information provided, examination of returned product, and the results of our investigation; a definitive root cause could not be determined. However, the failure may be attributed to product use/handling, as the friction between this wire and the lumen of the PICC may have caused the wire to be met with forces beyond its intended use. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Common device name: dqx wire, guide, catheter. Product code: dqx. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the cope stainless steel mandril wire guide uncoiled; specifically, the guide unraveled and fell apart, or split in half. The customer confirmed that no patient adverse events resulted from the product malfunction, and no additional procedures were required. The customer was unable to report specific lot information. The product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.